Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer indicated the low glucose alarm did not sound when glucose reached 53 mg/dl and experienced dizziness, sweating, seizure, and loss of consciousness. The customer was given one sachet of glucose and sugar by third-party and then taken to the hospital where they received glucagon injection. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device. The customer indicated the low glucose alarm did not sound when glucose reached 53 mg/dl and experienced dizziness, sweating, seizure, and loss of consciousness. The customer was given one sachet of glucose and sugar by third-party and then taken to the hospital where they received glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Low glucose threshold in the alarm settings was set. Sensor was activated with known good reader, and a linearity test was performed. Observed the low glucose alarm was successfully activated. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.